Manufacturer narrative:
The investigation is not complete. This report will be updated when the investigation is complete. Trends will be evaluated. The event code is addressed in the package insert. This is the same event as 1043534-2014-00039.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly profemur cocr modular neck was removed. Pt. Was complaining of pain. Dr (B)(6) believed that the pt. Was having a cocr reaction. He replaced the cocr neck with a titanium neck along with a ceramic head. Medium activity level.